Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and the fse replaced the proximal set up joint (suj) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis and is in progress. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer observed faults on arm 4. The technical service engineer (tse) reviewed the logs and found several arm 4 proximal set up joint (suj) errors. Prior to calling technical support, the customer power cycled, and the fault returned at power up. The customer disabled arm 4 and continued the case as a three-arm case. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: an operation room (or) staff member informed the procedure was completed robotically.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint and performed the failure analysis. The proximal set up joint (suj) was evaluated by failure analysis (fa). An error 32056 was confirmed and replicated via system logs. The psuj was installed on the patient side cart (psc) fixture test platform (pftp) and failed the system test. A golden dual magnetic encoder (dme) printed circuit assembly (pca) was installed, and the psuj failed the test again. A golden dme cable was installed as well, and the psuj passed all test.

Event description:
Refer to h10/h11 for follow-up information.